Event description:
The distributor reported that the surgical resident passed the guidewire and then the schon catheter though the vessel wall into the pleural space. The product was not at fault, but rather the physician was. The patient was sent to surgery to drain his chest cavity.